Event description:
The doctor stated that he placed a medpor chin implant intraorally with screw fixation on both sides of the implant. The doctor stated that approximately two weeks after implantation an infection occurred. The doctor stated that he did antibiotic treatments and debriding to clear up the infection. The doctor reported that the infection did not resolve and he removed the implant. The doctor stated that he and the patient were happy with the implant and after the infection is resolved, he will place another medpor chin implant.

Manufacturer narrative:
The device history records for this lot were reviewed and all processes and test criteria have been verified as complying with the medpor implant specification. A copy of the current instructions for use with cautions highlighted is enclosed. See scanned pages.